Event description:
It was reported that the device battery had increased current drain. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device was not yet at elective replacement indicator. Products: 5076 implantable pacing lead 2008 (B)(6). (B)(4).